Manufacturer narrative:
An event regarding revision due to range of motion issues involving an mrh insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right knee was revised due to being tight in flexion. Mrh bumper insert, rotating component, and rotating hinge knee were exchanged for the same catalog numbers. A 13mm tibial insert was exchanged for a 10mm tibial insert.